Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique prior to an atrial fibrillation ablation procedure via an 8f sheath. Reportedly, as the plunger was removed from the device, the knot was loose/unraveled. Then, there was resistance while attempting to remove the device from the anatomy. The lever was opened/closed once more and the device was able to be pulled out of the patient. Upon removal, it was noted that although the lever was closed, the footplate remained partially open. The suture of an additional prostyle device was successfully pre-placed and the ablation procedure was completed using the same 8f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle could not be confirmed as the plunger and sutures were not returned. The difficult to open was not confirmed. The difficult to remove is related to case circumstances and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely an interaction with the vessel tissue or suture caught under the foot displaced the foot during closure inducing the difficulty to open or close and the difficulty to remove. Additionally, the cuff miss is likely an interaction of patient anatomy (e.g., tortuosity, calcification, scar tissue) or user technique (e.g., position of device, position stability). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.